Event description:
The ventilator was returned to the manufacturer for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's svc ctr, the device failed a step during testing due to dirt contamination observed in the flow sensor assembly. The device's flow sensor assembly was replaced to address the issue.